Manufacturer narrative:
D.4 UDI (B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 9 years and 9 months post-implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, the patient came back with central leak and symptom of short of breath. Patient was treated with 20 mm s3ur and shortcut procedure today. There was no allegation of any of edwards device malfunction or pre mature failure. Patient was stable after tavr.